Manufacturer narrative:
Manufacture¿s investigation conclusion: the reported event of the patient's system controller power lead being excessively taped up due to outer sleeve damage was not confirmed. The heartmate 3 system controller (serial number (B)(6) was not returned. Additionally, there were no photos, log files, or any other supporting documents submitted that would indicate an issue with the controller . Heartmate iii instructions for use section 1 ¿ ¿introduction¿ explains to take care when small children or pets are present. Heartmate iii instructions for use section 8 ¿ ¿equipment storage and care¿ and heartmate iii patient handbook section 6 ¿ ¿caring for equipment¿ explain how to properly care for the equipment. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The device history records were reviewed and the records revealed the heartmate 3 system controller (serial#: (B)(6) was manufactured in accordance with manufacturing and qa specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient's system controller power cord as well as the module cable were excessively taped up with rescue tape due to outer sleeve damage. The system controller and modular cable were exchange. No alarms were noted due to this issue upon lvad interrogation. No products will be returned to you for analysis.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.